Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose of 24 mg/dl which jumped to 34 mg/dl went up to 69 mg/dl and came down to 61 mg/dl. Customer treated for low blood glucose with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer also reported that the automode feature was not in use at the time of low blood glucose event. Insulin pump will not be returned for analysis.